Event description:
It was reported that pump experienced malfunction with a displayed malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer understood.